Event description:
The device was returned to the service ctr with a report from the customer contact that the device alarmed with an e611 (I/o motor flag is high) error code. No additional info was provided. This is not a reportable malfunction. However, during verification testing at the service ctr, the device overdelivered during the delivery accuracy test 21.19ml (specification: 19.0-21.0 ml).

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.